Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in cath lab patient was diagnosed with cardiogenic shock. Md tried to insert iab into a super arrow-flex sheath that was already located in the patients' body. Md found that iab became unwrapped even though md prepped iab per instruction. As a result, md used another iab to complete the procedure. There were no reported patient complications.